Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the filter. The option-lok male adapter of a symbiq primary tubing set was connected to the female adapter of the extension set and was being used to deliver unspecified volume of total parenteral nutrition, at an unspecified rate, via a symbiq pump. It was reported that after unspecified length of time, "air bubbles" were noted in the tubing sets. It was reported that the air bubbles accumulated in the clave y-site that was distal to the air eliminating filter of the extension set. The air was removed from the extension set and the therapy was resumed. No air was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.